Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
During the procedure, the statistic check was out of range. The customer reported an elevated wbc count in the collected blood product. The pt info is unavailable at this time. The disposable kit was discarded and is unavailable for eval. This report is being filed due to machine malfunction which could potentially cause injury.